Manufacturer narrative:
A beckman coulter field service engineer (fse) as dispatched and evaluated the device. The fse replaced the ion-selective electrode (ise) reference solution valve to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported high ion selective electrode (ise) patient results were generated on the au680 clinical chemistry analyzer. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event.